Event description:
It was reported that the surgeon console would not power on for use for a da vinci si surgical procedure. Multiple outlets were tried and the power cable was replaced, however, the issue could not be resolved. The patient had already been administered anesthesia when the surgeon made the decision to abort the planned surgical procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by an intuitive surgical field service engineer determined that the power issue experienced by the customer was associated with the medical grade power supply (mgps). The mgps converts the ac power from the wall socket (through the power cord) and converts it to dc power for use on the system. The system was repaired by replacing the affected mgps. As part of the da vinci surgical system pre-surgery inspection, the customer is instructed to power on the system before the patient is under anesthesia. This is to ensure the proper functioning of the system prior to use. As of july 4, 2012, there have been no reported recurrences of the issue at this hospital.

Manufacturer narrative:
On (B)(6) 2012, intuitive surgical was informed that the planned surgical procedure was completed using traditional laparoscopic techniques and not aborted post anesthesia as initially reported. Per the information provided above, intuitive surgical determined that this event does not require reporting via a medical device report as no adverse event occurred and the recurrence of the reported failure mode is not expected to likely cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient.